Event description:
It was reported that during a surgical procedure at the healthcare facility, a screw fell out of the instrument tracker at the back table. It was reported that the screw did not fall into the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been returned for evaluation at this time.

Manufacturer narrative:
Additional information: the device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during a surgical procedure at the healthcare facility, a screw fell out of the instrument tracker at the back table. It was reported that the screw did not fall into the surgical site. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.